Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was discarded by the customer; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the clearlink continu-flo solution set was loose when attached to an unspecified male adapter cap. It was further reported that the cap looked to be attached and when it would be touched, it would become loose and leak. This was discovered when attaching chemotherapy to patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.